Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be coming from multiple cartridges during the fill tubing process. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections due to not having another cartridge available.